Manufacturer narrative:
Concomitant medical product: addrl1 ipg (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted. The right atrial (ra) lead and right ventricular (rv) lead were capped. The ipg system was replaced. No further patient complications have been reported as a result of this event.